Event description:
Dpatient b phillips received implant (rflt rapid ra3585c reflect rapid fixture ø3.5mm x 8.5l) on (B)(6) 2022 and experienced failure to integrate which lead to the implant being removed on (B)(6) 2022. X-rays were provided by the dentist. Implant replacement was sent to dr. Andrew glenn on (B)(6) 2022.